Event description:
The balloon leaked. It was removed and replaced. No pt injury.

Event description:
Add'l info rec'd from MFR 10/26/01: in response to letter regarding the above medwatch report, datascope is still waiting for the product to be returned from the hospital for evaluation.